Manufacturer narrative:
Investigation: two photos were received and evaluated. One photo displayed a 200-count carton label from batch #8303573 (p/n 309657). One photo depicted two syringes. One syringe had a skewed scale that cut off all the grad lines and the numbers above the 2ml marking. One had a misaligned scale and double print. Both syringes were rejectable per product specification. Machine logs indicate adjustments were made to the marking assembly during the manufacture of this batch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defects are associated with the marking process. A component affecting the orientation of the barrels during marking was malfunctioning. Adjustments have been made since the manufacture of this batch. Additionally, a preventative maintenance plan to monitor and maintain printing components will be implemented.

Event description:
It was reported that the bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had illegible and partially missing scale markings discovered on their barrels before use. The following information was provided by the initial reporter: "what is wrong with these syringes. Has been happening more frequently recently". "First occurrence that we noticed in the pharmacy was the end of march to the beginning of april. We would see the irregular markings sporadically, but then more and more syringes showed with the irregularity".

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had illegible and partially missing scale markings discovered on their barrels before use. The following information was provided by the initial reporter: "what is wrong with these syringes. Has been happening more frequently recently". "First occurrence that we noticed in the pharmacy was the end of march to the beginning of april. We would see the irregular markings sporadically, but then more and more syringes showed with the irregularity".